Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector p3 on the collimator was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an iris potentiometer error. No pt injury was reported.